Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 6 years. The replaced portion of the percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient was experiencing pump stoppage and low speed alarm events when the lvad system was on battery power. The patient was not symptomatic. The system controller log file was submitted to the manufacturer's technical services representative for review. The low speed and pump stoppage events were captured in the log file. X-ray images revealed some shielding damage at the distal end of the percutaneous lead at the bend relief. On 04/15/2016 technical services performed a percutaneous lead evaluation. Electrical continuity testing did not find any broken wires. Approximately one-half of the distal end of the percutaneous lead was replaced. When the lvad was connected to a power module with a grounded patient cable the low speed alarm events recurred. The patient was provided with ungrounded patient cables for use with the power module and no further alarms have been reported. The patient was to be monitored as an inpatient for an unspecified period of time. No further information was provided.

Manufacturer narrative:
The report of low speed operation and pump stoppage events while the system was operating on battery power was confirmed through an evaluation of the submitted system controller log file. Although the log file evaluation could not conclusively determined the specific cause for the captured events, they appeared consistent with a potentially compromised wire in the percutaneous lead. The distal end/external portion of lead was replaced on (B)(6) 2016 and returned for evaluation. The returned portion of the lead was tested for electrical continuity and passed. Visual examination of the lead did not confirm any wire compromise that would have contributed to the events captured in the log file. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation and the test did not reveal any current leakage through the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The patient remains ongoing on lvad support with no further alarms reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.